Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the setscrew of the pulse generator could not be tightened to secure the ventricular lead. The device was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The reported complaint of a setscrew anomaly was confirmed. Final analysis found incorrect torque wrench insertions that was made into the v- setscrew inset. The device was tested at the bench using a new setscrew to tighten on a test lead and it was noted that setscrew could be tightened down on a test lead and held the lead securely in the connector.a longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity and no electrical anomalies were noted. The cause of the issue was sue to user's use of the wrench in the field.